Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer reported blood glucose value of 22 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. Customer declined to continue with troubleshooting. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.